Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the right ventricular lead exhibiting high capture threshold at 2.2 v accompanied by a polarity configuration switch causing the autocapture to turn off and the output set to 5 v. Episodes of noise were also observed on the ventricular channel. The patient then presented to the hospital for additional follow up per the clinic's instructions. Upon examination, it was noted that the right ventricular lead impedance was stable with one previous episode of impedance dip. The patient was completely pacing dependent so sensing of the underlying rhythm was not possible. Extensive isometric testing, breathing, and pocket manipulation testing were performed but no lead noise, oversensing, or loss of capture were reproduced. The lead was reprogrammed to bipolar configuration with autocapture turned on. The patient was asymptomatic at the time. Five hours later, the patient presented in the emergency room with symptoms of dyspnea where loss of capture was seen on the monitor. The pacemaker did not give a backup pulse. It was suspected that this may be a lead anomaly or the loss of capture was not seen by the device and therefore backup pulse was not delivered. The pacemaker was reprogrammed back to unipolar configuration. On (B)(6) 2020, the right ventricular lead was capped and replaced successfully. The pacemaker was also replaced with a bi-ventricular pacemaker due to the patient's worsening heart failure and poor ejection fraction. The patient's condition was stable during and following the procedure. Related manufacturer reference number: 2017865-2020-06400.